Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove patient code generalized illness and add autoimmune disorder per reported fibromyalgia persisted after replacement, add right clinical code capsular contracture as baker grade ii reported, left device problem code discoloration per reported yellow color gel, and add right device problem code foreign matter for reported tan biofilm. Updated list of symptoms: weight issue, muscle pain, ibs, nasal discharge fatigue, fibromyalgia, arthritis, osteoarthritis, inflammation, nerve pain, sleep issue, dizziness, runny nose, blurred vision, disability from work. Skin rashes, brain fog, pain, chest pain, headaches. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4). H6 clinical and device problem codes.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On november 3, 2020, mentor became aware that conclusion code "cause not established" was inadvertently not added to the previous follow up number 1 report. It has been correctly added to field h6 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed with the posterior seal patch completely release. In addition, a yellowish coloration of the implant was noted. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. There have been a number of studies that have looked at whether having a breast implant is associated with having a typical or defined connective tissue disease. The published studies, taken together, show that breast implants are not significantly associated with a risk of developing a typical or defined connective tissue disease. Independent scientific panels and review groups have also concluded that there is no current evidence to support an association between breast implants and connective tissue disease. Literature reports have also been made associating silicone breast implants with various rheumatological signs and symptoms such as fatigue, exhaustion, joint pain and swelling, muscle pain and cramping, tingling, numbness, weakness, and skin rashes. Having these rheumatological signs and symptoms does not necessarily mean that a patient has a connective tissue disease. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 7, 2020, mentor became aware of the following, and corresponding fields have been updated on this form. 1.- left product 3508001bc; 7443209-043; field d4 for catalog number, lot, and serial numbers have been updated. 2.- right product 3508001bc 7443209-025; right side issue is being reported in a separate report. 3.- patient initials changed from unknown to r.c.; field a1 has been updated 4.- date of birth under field a2 has been populated as (B)(6) 1965. 5.- age populated as 55 under field a2. 6.- procedure changed from "breast surgery" to "breast reconstruction revision". 7.- date of adverse event populated as (B)(6) 2020; field b3 has been updated 8.- date of implant populated as april 12, 2017; field d6 has been updated 9.- patient also experienced bii; patient code "no code available" has been added to field h6 indicating "generalized illness". 10.- date of explant has been populated as (B)(6) 2020 under field d7. 11.- unique identifier( UDI) has been populated as (B)(4) under field d4. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 7, 2022, mentor became aware that the left side device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 15, 2022, list of symptoms were updated per clinician's review as breast implant illness, asymmetry, and lipoma. Coding remains the same. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 26, 2021, mentor became aware that patient is caucasian and did not receive any replacements. It was a removal only surgery. Relevant fields have been updated on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2021, mentor became aware that this event was reported to FDA via mw5099987 and manufacturer report number 1645337-2020-10169 and 1645337-2021-05735 are duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. Complete list of symptoms per information in the duplicate report are inflammation, skin rashes, brain fog, pain, shooting burning tearing chest pain, headaches. Patient also experienced right side device migration. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent unspecified breast surgery with unknown gel implants and was presented with unknown side breast implant rupture. It was reported that when removing mentor memory gel implants at an unknown date, the patch on the back has found to be detached from the implant shell. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed, and supplemental report will be submitted.